Event description:
The product was returned for service. Upon evaluation, it was found to run without user activation. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
The drill was returned to the MFR and the complaint was confirmed. Internal component were evaluated and corrosion was discovered within the motor assembly and press plug. Corrosion on the electrical pins of the motor assembly can contribute to an intermittent electrical connection, which can result in the device unintentionally activating. The motor assembly was replaced, and additional preventative maintenance was also performed. The drill was returned to the user facility.